Event description:
A 6f angio-seal vip was selected for use. Reportedly multiple sticks were performed, and it was a high stick access. The anchor was not successfully deployed in the artery when the device was pulled back. The physician stopped pulling back the angio-seal and using x-ray noted that the anchor was in the tissue tract. The anchor and collagen were pulled out, and manual compression was held. Post procedure, the pt developed a retroperitoneal bleed requiring blood transfusion. The pt later expired due to the retroperitoneal bleed.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath, carrier tube assembly, and two suture segments were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The suture had been partially deployed, such that the suture knot was visible between the sheath tip and monofold. The anchor, collagen and suture loop were not attached. The suture knot tail was visible at the sheath distal tip. During manipulation, the tail detached from the knot, consistent with material degradation due to chemical and/or heat exposure subsequent to removal from the poly-foil pouch. The condition of the suture end strands distal to the knot and at each end of the two suture segments was inconclusive as to the mechanism of separation due to material degradation. No other visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.